Manufacturer narrative:
(B)(4). Date of event: unknown date in (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. The cause of this peritonitis was undetermined. A batch review of potentially associated lot number gd893560 was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The hp was treated with vancomycin IV and intra-peritoneally (dose and frequency not reported). The hp was released from the hospital and reported to be recovering. This is report 2 of 2 for this peritonitis event.